Event description:
It was reported that the biomed had the arctic sun device that was not filling, no suction coming from the manifold block. System was due for the 2000-hour preventive maintenance (3900 hours) and had a bad circulation pump, coming in under the silver service plan. Per sample evaluation results on 10jan2025, there was observed low, marginal flow in bypass after preventive maintenance, replaced flow meter to correct.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Circulation pump suction weak. Failing circulation pump. Serviced circulation pump as part of the pm. A 2000-hour pm was completed on the device. Observed low/marginal flow in bypass after pm. Replaced flow meter. Inspected unit and components. Cleaned condenser coil, tank, and level sensor. As part of the pm, serviced the mixing pump and replaced the heater, manifold o-rings, and tank tubing. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling, no suction coming from the manifold block. System was due for the 2000-hour preventive maintenance (3900 hours) and had a bad circulation pump, coming in under the silver service plan.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.